Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 07jun2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), pulmonary hypertension, bleeding, and death as adverse events that may be associated with the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This section also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for pump thrombosis of a competitive ventricular assist device, leading to pump exchange to abbott heartmate 3 left ventricular assist system (lvas) on (B)(6) 2021. The patient had a prolonged post-operative course after the exchange and developed multi-organ failure. Right ventricle (rv) dysfunction worsened requiring right ventricular assist device (rvad) support. The patient had history of pulmonary hypertension and poor right ventricle (rv) since childhood which led to pulmonary hemorrhage on (B)(6) 2021. Care was withdrawn on (B)(6) 2021 and the patient passed away.